Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 320 mg/dl. At the time of the report the customer's blood glucose level was 132 mg/dl. Reportedly, the customer noticed multiple times that the luer lock connection to the infusion set disconnected. The customer ensured that the luer lock connection was tight and screwed on straight. Recommendation was made to try different infusion sets.